Event description:
It wsa reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not fully deflate. The balloon deflated enough for removal without incident. Pt status is listed as "okay".